Manufacturer narrative:
The device was received for evaluation. External visual inspection revealed no damage. Internal visual inspection revealed a damaged air pump due to moisture. Other areas of the device showed signs of fluid ingress. The reported condition was verified. The cause of the condition was due to fluid in the machine. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device will be scrapped due to fluid in the machine and fluid damage to the pump and other components. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fluid filled the heater bag and leaked all over and inside the homechoice automated pd system. This occurred during an unspecified process step of peritoneal dialysis therapy. Continuous ambulatory peritoneal dialysis was discussed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.